Event description:
It was reported that the customer disconnected and later reconnected the infusion set tubing, after which the pump displayed an occlusion alarm that was only resolved after changing the cartridge and tubing for an inset-type infusion set. Symptoms included hyperglycemia with a reported glucose level over 400 mg/dl for a couple of hours, without ketone testing or other acute symptoms. Outcomes included self-management with a manual insulin injection and no medical intervention or hospitalization. Investigation included troubleshooting and education on occlusion and supply change. Investigation of this case revealed an infusion-set-related occlusion consistent with interrupted insulin delivery, which resolved following supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.